Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the casing on his onetouch ultra2 meter was cracked/ broken. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. "Right away" after the start of the alleged issue, the patient claims his blood glucose was running low and he "blacked out." A home health/ visiting nurse reportedly tested the patient's blood glucose at "37 mg/dl" with another meter. The patient was administered a glucagon injection as treatment. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.